Event description:
A malfunction was reported on the pump, identified with a specific fault ID, but it was not related to any notable prior events and did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). There was no adverse impact to the customer's blood glucose level. The customer was provided information to reset the pump, which resolved the issue, and they were advised to continue using the pump. Technical support instructed the customer to call back if the malfunction recurred, and the customer understood these instructions.